Event description:
The customer reported a tubing pack was received damaged and unsterile in the carton with five other undamaged tubing packs. The damaged tubing pack was returned not used to the MFR.

Manufacturer narrative:
The tubing pack was received at amo and visual inspection noted that the exterior packaging of the tubing pack was completely crushed and the tray lid was opened along one side. A full eval has not yet been completed. A supplemental medwatch report will be filed when the eval has been completed. No further info is available at this time.